Event description:
Site reported two locatable guides would not work with the superdimension system. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was not report of patient injury, death or other serious adverse event.

Manufacturer narrative:
The evaluation of the locatable guide s/n (B)(4) was found to be functional. The evaluation of the second locatable guide s/n (B)(4) (superdimension lot number m296468) was also found to be functional. There were no anomalies found during the DHR for the lots and there were no procedure recordings to evaluate from the site. Superdimension is filing this MDR in an abundance of caution due to the risks associated with multiple exposures to anesthesia.